Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information received reported that the patients status after the device was removed was "recovered without sequela." There was no patient injury. A rotor study and dye study were performed but no results were reported.

Manufacturer narrative:
Analysis of the pump found a motor gear train anomaly. There was corrosion and/or wear and/or lubrication and a stall due to shaft bearing.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2010 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a confirmed motor stall and recovery recorded in the event logs. The patient contacted the healthcare provider (hcp) on (B)(6) 2014 stating that the pump was alarming and a motor stall error code was seen on the personal therapy manager (ptm). The motor stall recovered the next day. The reporter denied any electromagnetic interference (emi) or magnetic interaction. The pump was refilled and infusing at a therapeutic rate. The patient did experience increased pain and nausea during the motor stall. The patient was given oral pain medication during that time. The patient was scheduled for a pump replacement the next day, but the reporter was unsure if that was necessary because, the stall recovered. Further information received stated that a motor stall recurred on (B)(6) 2014 and it was unknown if it recovered. The pump was subsequently replaced on (B)(6) 2014. The patient¿s status at the time of the event was said to be alive and no injury. The pump was used to deliver clonidine and morphine. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.